Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic mini gastric bypass, while preparing the gastric pouch on the lesser curvature, the jaws of the device locked on tissue. Additional reload had to be fired above and below the jammed loading unit to remove the instrument. It was also reported that the tail of instrument may have been damaged being pulled by a laparoscopic grasper in an attempt to release the stomach. To correct the procedure, a partial wedge stomach resection was done. There was an unanticipated tissue loss and a small permanent tissue damage as a result of the problem. The surgical time was extended for 30 minutes or more.